Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils'), pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and bladder disorder ('bladder probs/there is a lesion on my bladder from the essure surgery.') In an adult female patient who had essure (batch no. B93872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blister ("rashes or skin conditions type: hands peel and blister"), skin disorder ("skin condition"), bladder disorder (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision problems : blurry vision, spots in eyes, drastic changes in rx"), nausea ("nausea"), visual impairment ("vision problems : blurry vision, spots in eyes, drastic changes in rx"), arthralgia ("joint pain/hip pain"), skin exfoliation ("rashes or skin conditions type: hands peel and blister") and rash ("skin rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy(full) ,salpingectomy (bilateral) and bladder). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder disorder, urinary tract disorder, urinary tract infection, visual impairment and arthralgia outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, blister, skin disorder, fatigue, alopecia, migraine, headache, weight increased, vision blurred, nausea, vaginal haemorrhage, skin exfoliation and rash had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, blister, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, skin exfoliation, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for allergy, bladder problems, urinary problems, hair loss, migraines, headaches, nausea, weight gain and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Batch no b93872 production date 2013-11-04 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and proximal fallopian tubes are symmetrical silver-colored metallic malleable coiled wires consistent with essure coils'), pelvic pain ('chronic pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)' and bladder disorder ('bladder probs/there is a lesion on my bladder from the essure surgery.') In an adult female patient who had essure (batch no. B93872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)". In (B)(6) 2014, the patient experienced urinary tract infection ("bladder/urinary problems: urinary tract infection (uti)". On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)", blister ("rashes or skin conditions type: hands peel and blister"), skin disorder ("skin condition"), bladder disorder (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision problems : blurry vision, spots in eyes, drastic changes in rx"), nausea ("nausea"), visual impairment ("vision problems : blurry vision, spots in eyes, drastic changes in rx"), arthralgia ("joint pain/hip pain"), skin exfoliation ("rashes or skin conditions type: hands peel and blister") and rash ("skin rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy(full) ,salpingectomy (bilateral) and bladder). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder disorder, urinary tract disorder, urinary tract infection, visual impairment and arthralgia outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, back pain, dyspareunia, blister, skin disorder, fatigue, alopecia, migraine, headache, weight increased, vision blurred, nausea, vaginal haemorrhage, skin exfoliation and rash had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, blister, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, skin exfoliation, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for allergy, bladder problems, urinary problems, hair loss, migraines, headaches, nausea, weight gain and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : lot no. Was added. New events, "abnormal bleeding (vaginal), bladder/urinary problems: urinary tract infection (uti), vision problems : blurry vision, spots in eyes, drastic changes in rx, joint pain/hip pain, rashes or skin conditions type: hands peel and blister" were added. Outcome of event, "vaginal haemorrhage, skin rashes" was changed to "recovered/resolved". Patient's information was added. Patient's demographics were added. New reporter contact information was added. Onset dates of events were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision problems") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) ,salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, rash, skin disorder, fatigue, alopecia, migraine, headache, weight increased, visual impairment and nausea had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for allergy, bladder problems, urinary problems, hair loss, migraines, headaches, nausea, weight gain and vision problems. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Date of explant added. This case become incident. Event injury was updated to chronic pelvic pain. Following events were added: abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash, skin condition, bladder problems, urinary problems, fatigue, hair loss, migraines, headaches, nausea, weight gain and vision problems. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.